Event description:
It was reported that a female patient, (B)(6), underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cerebrovascular accident, developed an esophageal fistula, and expired. Approximately 14 days after the procedure, the patient presented to the hospital suffering fever and septic shock symptoms. An MRI of the brain showed ischemia. A CT of the chest showed an accumulation of air between the posterior left atrium and the esophagus, suggesting a fistula. Two days later the patient expired. The physician¿s opinion regarding the cause of this adverse event is that this is due to thermal lesion of the esophagus due to radio frequency (rf) energy application. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device, and related to the procedure. The complaint device was discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because the lot number is not known. Concomitant products: stockert generator, serial# (B)(4). (B)(4). Since the lot number is unknown, the full UDI number cannot be provided. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.